Manufacturer narrative:
The complete electrode was received upon receipt at our post market quality assurance laboratory. Visual inspection noted two set screw marks on the terminal pin in the correct locations thus refuting clinical observation of underinserted connection. Resistance tests were completed to assess the electrode's electrical performance. Measurements noted that the sense a conductor was not continuous. Analysis confirmed a fracture of the sense a cable approximately 52-55mm from the terminal pin, just at the distal edge of the terminal boot. There was a bend in the at this location (46-55mm) from the terminal pin (the boot stops at 52mm). The distal end of the boot is cracked/torn due to pressure and movement. There is a permanent indent in the poly insulation at this location. The damage on this electrode is consistent with lead-on-can contact. The electrode appears to have been bent around a corner of the device can, whereby the electrode was flexing around the corner of the device, coupled with pressure resulting in a fractured sense a conductor. This report is being filed to correct the d2 common device name.

Manufacturer narrative:
The complete electrode was received upon receipt at our post market quality assurance laboratory. Visual inspection noted two set screw marks on the terminal pin in the correct locations thus refuting clinical observation of underinserted connection. Resistance tests were completed to assess the electrode's electrical performance. Measurements noted that the sense a conductor was not continuous. Analysis confirmed a fracture of the sense a cable approximately 52-55mm from the terminal pin, just at the distal edge of the terminal boot. There was a bend in the at this location (46-55mm) from the terminal pin (the boot stops at 52mm). The distal end of the boot is cracked/torn due to pressure and movement. There is a permanent indent in the poly insulation at this location. The damage on this electrode is consistent with lead-on-can contact. The electrode appears to have been bent around a corner of the device can, whereby the electrode was flexing around the corner of the device, coupled with pressure resulting in a fractured sense a conductor. This report is being filed to correct the event date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed noise resulting in an inappropriate shock. The noise could be reproduced with pocket manipulations. An underinserted connection was suspected so surgical intervention was performed. Upon opening the pocket the electrode-to-device connection was confirmed secure. Visual inspection of the electrode noted a sharp kink of the electrode body which was making contact with the corner of the device especially during movement. The physician suspected a fracture and the electrode was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed noise resulting in an inappropriate shock. The noise could be reproduced with pocket manipulations. An underinserted connection was suspected so surgical intervention was performed. Upon opening the pocket, the electrode-to-device connection was confirmed secure. Visual inspection of the electrode noted a sharp kink of the electrode body which was making contact with the corner of the device especially during movement. The physician suspected a fracture and the electrode was explanted and replaced. No adverse patient effects were reported.